Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. The downstream sensor calibration reading was found to be out of specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the downstream sensor. The force sensor will require calibration to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed a downstream occlusion test during an unspecified process step. There was no patient involvement. No additional information is available.